Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. Programming changes were made. The patient had no adverse consequences.